Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, the device did not fire clips. Another device was used but the clips were loose and fell to the table. Another brand of clip applier was used to complete the case. There was no patient injury.